Manufacturer narrative:
(B)(4).

Event description:
It was reported that removal difficulty and shaft break occurred. The 2.25x28mm promus premier¿ drug eluting stent delivery system was advanced to the chronic total occlusion (cto) target lesion located in an unspecified vessel. The device was unable to cross the lesion. When the device was being pulled out of the body, the device stuck on the guidewire outside of the patient. The promus premier¿ broke into two parts. The healthcare provider was able to get the piece of the stent that stuck on the guidewire and pulled it off. The procedure was completed with another device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. Device analysis determined that the condition of the returned device was consistent with the complaint incident as shaft break was evident during analysis. A hypotube break, shaft polymer extrusion break, shaft polymer extrusion damages, tip damage and hypotube kinks were noted during analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found that the device was returned in three separate sections. A hypotube break was noted at approximately 215 mm from the distal end of the strain relief .there were multiple hypotube kinks noted as well during analysis. A visual and tactile examination of the inner and outer lumen and mid-shaft section noted a second shaft break in the shaft polymer extrusion, at the proximal side of the port exchange site. Extrusion shaft kinks were also noted on the distal side of the port exchange site and the outer extrusion was stretched for a length of 65 mm on the distal side of the port exchange site, severe stretching of the inner/outer polymer extrusion on both sides of the bi-component weld were also noted during device examination. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that removal difficulty and shaft break occurred. The 2.25x28mm promus premier drug eluting stent delivery system was advanced to the chronic total occlusion (cto) target lesion located in an unspecified vessel. The device was unable to cross the lesion. When the device was being pulled out of the body, the device stuck on the guidewire outside of the patient. The promus premier broke into two parts. The healthcare provider was able to get the piece of the stent that stuck on the guidewire and pulled it off. The procedure was completed with another device. There were no patient complications reported.